Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target 2.75x22mm, concentric, de novo, target lesion was located in a severely tortuous and moderately calcified lesion in the left circumflex artery. The left anterior descending artery was wired and the lesion predilated with a 2mm non-bsc balloon. A 2.75 x 24mm promus element stent was maneuvered but it could not be tracked so it was withdrawn and the lesion was again dilated with 2.5 x 12mm nc balloon. The 2.75 x 24mm stent was reinserted and a shaft break occurred proximally. The stent was removed and a second 2.75 x 24mm promus element was implanted and post dilated with 3 x 12mm nc balloon to complete the case. The outcome was good and patient was stable post procedure.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target 2.75x22mm, concentric, de novo, target lesion was located in a severely tortuous and moderately calcified lesion in the left circumflex artery. The left anterior descending artery was wired and the lesion predilated with a 2mm non-bsc balloon. A 2.75 x 24mm promus element stent was maneuvered but it could not be tracked so it was withdrawn and the lesion was again dilated with 2.5 x 12mm nc balloon. The 2.75 x 24mm stent was reinserted and a shaft break occurred proximally. The stent was removed and a second 2.75 x 24mm promus element was implanted and post dilated with 3 x 12mm nc balloon to complete the case. The outcome was good and patient was stable post procedure.

Manufacturer narrative:
Device is a combination product. A 2.75 x 24 mm promus element stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal and distal stent damage. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 11.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A 0.014 inch test guidewire was successfully loaded from the tip. No other issues were identified during the product analysis.